Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of foreign material in the auxiliary water channel and insertion section were presumed to have been due to a leakage from the scope connector cover (s-cover), disallowing a proper reprocessing of the device. A further cause of the leakage could not be presumed. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in "cf-h185l/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited a white foreign material inside the auxiliary jet channel, possibly clogging the tube, as well as remains of foreign material on the connecting tube. There were no reports of patient involvement.